Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). A 3.5 cm cuff was attempted, but this size cuff proved to be too tight. A 4.0 cm cuff was implanted to achieve the desired results.

Manufacturer narrative:
Type of reportable event: changed from intervention to prevent permanent impairment to n/a. Device not returned for evaluation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). A 3.5 cm cuff was attempted, but this size cuff proved to be too tight. A 4.0 cm cuff was implanted to achieve the desired results.